Event description:
It was reported that a infusor patient control module (pcm) leaked from the back side of the pcm chamber. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Device manufactured on november 21, 2013 to november 25, 2013. As the sample was not returned; a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.